Manufacturer narrative:
Date of event is estimated. Additional information is unable to be obtained as the initial reporter elected not to be identified.

Event description:
It was reported by 2600320000-2025-8076 that patient's lead was not working. Surgical intervention was undertaken wherein the lead was explanted. Initial reporter elected not to be identified.